Manufacturer narrative:
A request for the return of the device has been made by baxter. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The facility rep reported an infusion pump that failed and started screaming during the infusion, the device was removed from service. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available. Multiple attempts have been made to obtain additional info.